Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed recorded episodes of non-sustained right ventricular over-sensing. The episodes were caused by noise exhibited by the right ventricular lead. Noise was subsequently reproduced in-clinic. Programming interventions were made. The patient was stable.